Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported air in line which was not reproduced during evaluation. Air in line was verified through a review of the event history log and found to be caused by ultrasonic sensor out of specification which was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an air in line issue persisting even with new intravenous (IV) sets loaded during testing in the rehabilitation department. There was no known patient injury or medical intervention associated with this event. No additional information is available.